Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day after implant. The ra lead was explanted. The implant of a replacement ra lead was attempted but the replacement lead could not be placed with any amount of stability. Reprogramming to vvi mode occurred and the atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.